Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. Evaluation of the device and activity logs confirmed that the customer did not follow zoll's guidelines for battery installation, causing the reported incident. The batteries were re-installed to zoll's specifications and was recertified for clinical use. Analysis for reports of this type has not identified an increase in trend.